Event description:
It was reported the pt could not longer establish communication between her ipg and the charger and programmer. It was reported the pt has always had difficulty locating the ipg to communicate. It was reported the pt thought she last felt stimulation and had charged two days ago. No further information is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.